Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a large air bubble in the patient line. The customer's blood glucose level was 128 mg/dl. The customer primed the tubing until air was removed.